Manufacturer narrative:
D5,6;h2,3,4,6;g4: added additional info.the product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming; lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.

Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported by the affiliate the surgeon could not penetrate/insert the device since the saftey shield was activated too quickly. There was no consequence to the patient.